Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt suffered infections, pain, dyspareunia, internal and external scarring and incontinence. Pt will continue to experience mental and physical pain, suffering of multiple surgeries and sustained permanent injuries. Pt has endured impaired physical relations with her husband. No other information is available.